Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system (cds) was returned and the reported gripper actuation issue appears to be related to an observed gripper line break. The reported difficult to close clip resulting in clip actuation issue was not confirmed during the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the observed gripper line break and kinked gripper line in this incident could not be determined. It is possible that procedural interactions (e.g. Unintended curves on the device) and/or contribution of forces from usage of the device (multiple attempts raising the gripper arms) contributed to the user experience; however this cannot be confirmed. It is possible that user applied excessive forces/unintended curves on the device resulting in clip actuation issue; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned. Evaluation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the grippers did not raise. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. During preparation of the mitraclip delivery system (cds), the clip stopped closing a bit when turing the arm positioner. The cds was then advanced to the to the mitral leaflets however when retracting the gripper lever, the grippers did not raise, the grippers stayed lowered. The clip was not implanted and the cds was removed. Another cds was used to complete the procedure. By the end of the procedure a total of two clips were implanted. Mr was reduced to 1-2. The patient is stable. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.